Event description:
Customer reported a button error alarm. The customer's blood glucose was 198 mg/dl. The customer stated she was attempting to give herself insulin prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No button error alarm during testing noted. Insulin pump received with cracked case on display window corner, cracked reservoir tube lip, minor scratches and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)